Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The submitted controller event log file contained events from 16aug2025 through 20aug2025, per the timestamps. The log file contained several low flow alarms in the setting of elevated pi. The log file also captured several low flow fault flags that were not active long enough to activate the low flow alarm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had a mildly reduced right systolic function before implant. Based on notes, it appeared that the inflow cannula was positioned towards the inferior wall as well as pericardium pushing it towards it and the mitral clip impeding the inflow. It was noted that the mitral clip was placed before the left ventricular assist device (lvad) implant. The patient was doing better at a rehabilitation center with limited low flow alarms, but the patient needed tight blood pressure control and adequate volume.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The submitted controller event log file contained events from 16aug2025 through 20aug2025, per the timestamps. The log file contained several low flow alarms in the setting of elevated pi. The log file also captured several low flow fault flags that were not active long enough to activate the low flow alarm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), document is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure and aortic insufficiency, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a right ventricular assist device (rvad) placed on (B)(6) 2025. There was an increase in pulsatility index (pi) around that time. The patient was hemodynamically unstable and low flowing prior to the rvad. The patient had been low flow alarming with the rvad between 2.0-2.5 lpm with a mean arterial pressure map in the 70s. The map did not correlate with low flow alarms. When map was high better flows were seen. The patient had a mitra clip in place. It was wondered if that could be a problem. The rvad was flowing at 3.0 lpm and pi remains 8-10 despite volume or map changes. The log files were reviewed and noted flow as low as 1.9 lpm. The estimated flow was hovering mainly around the 2.4 to 2.5 lpm mark throughout the log file with high pulsatility index (pi) values in the 9-10 range. This was noted to typically be seen when there is a clinical condition like hypertension or hypovolemia. It was unsure if the mitra clip would have any bearing on this, an issue with that hadn't been heard before. The ventricular assist device (vad) physician was requesting a low flow software upgrade. The patient had a small left ventricle, was on the rvad and had volume management issues. The patient was hemodynamically stable with flows between 2.0 and 2.5 lpm. Both system controller were changed to the 2.0 lpm low flow alarm limit. There were no issues, 2.o stickers were placed on both system controllers and alarm guides were given.